Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the last five sensors used have had errors and that she needs a new transmitter. Customer does not recall any significant events leading to the error but indicated that her doctor had recently changed her settings. Customer's blood glucose was 400+ mg/dl at the time of incident. Troubleshooting was declined by customer. Customer was advised that the device would be replaced and to return the product for analysis. No further information was given.